Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled and the upstream occlusion seal was worn. The reported issue was confirmed by the visual inspection. The downstream occlusion sensor seal was replaced to correct the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a bubbled downstream occlusion sensor. No patient injury.

Manufacturer narrative:
Other text: b3: date of event is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.